Manufacturer narrative:
Additional information was received that a replacement lead was not implanted. No adverse patient effects were reported. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this atrial lead was an attempted implant due to a pacing impedance measurement of 2500 ohms. No adverse patient effects were reported. The lead is expected to be returned for evaluation. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead was an attempted implant due to a pacing impedance measurement of 2500 ohms. No adverse patient effects were reported. The lead is expected to be returned for evaluation. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.